Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate mode switching due to intermittent far-field r-wave oversensing during atrial tachy response (atr) episodes. An alert for atrial intrinsic amplitude being out-of-range was also received. The ICD remains in service. No adverse patient effects were reported.